Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had some scratches on the screen that are making it difficult to read. Customer didn't recall her blood glucose level when she first noticed the scratches. Customer wasn't sure how the damage occurred but may have scratched it up against a counter top. The insulin pump is functioning correctly. Customer also mentioned the esc button on the device sometimes doesn't respond correctly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She declined a replacement device. The device might be returning for analysis.